Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Correction: d4. Lot number was updated to k11240530 0461.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the maryland bipolar forceps instrument cable sheath and clamps were broken. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the defective cable was the metal cable, gray. There were no consequences for the patient. The procedure was completed robotically; they changed instruments. The procedure was not prolonged because of this problem.